Event description:
Reportedly, the subject programmer is continuously rebooting. The programmer will be returned.

Manufacturer narrative:
The reported behavior is confirmed. Preliminary analysis results showed that it could be due to an issue on the real time clock. Further investigations are ongoing.

Event description:
Reportedly, the subject programmer is continuously rebooting. The programmer will be returned.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the subject programmer is continuously rebooting. The programmer will be returned.